Event description:
Philips received a complaint on the v60 ventilator, indicating that the device would not power on. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer was provided a proposal for onsite service to replace the power management (pm) printed circuit board assembly (pcba). This investigation is ongoing.

Manufacturer narrative:
H10: on (B)(6) 2024, a philips field service engineer (fse) went to the customer site and replaced the power management (pm) printed circuit board assembly (pcba). The fse confirmed that the part replacement resolved the issue by completing a performance verification of the device in accordance with the service manual. The device passed all testing and was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.